Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was used for a chiari surgery and at some point during the procedure, the patient's head slipped out of the clamp while in prone position. This resulted in a gash from the skull pin, and there was blood on the floor from the slip. The doctor fixed the gash before proceeding, re-secured the patient and continued the surgery. The case was completed as normal following the event. Surgical delay is unknown at this time. Additional information has been requested.